Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "histiocyte-like cells with a large vacuolated cytoplasm with a vesicular nucleus are also observed, which phagocytize an exogenous component with some foreign body type multinucleated cells¿ per pathology.

Event description:
Physician reported left side "histiocyte-like cells with a large vacuolated cytoplasm with a vesicular nucleus are also observed, which phagocytize an exogenous component with some foreign body type multinucleated cells¿ per pathology. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Granuloma: unable to observe, as it is not related to the device. Additional observations: deformation observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, left side "histiocyte-like cells, with a large vacuolated cytoplasm. With a vesicular nucleus are also observed. Which phagocytize an exogenous component with some foreign body type multinucleated cells¿, per pathology. The device has been explanted and replaced.